Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer had filled the cartridge with cold insulin. The cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.